Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. No malfunction of the device was noticed during evaluation. The device will be archived by stryker. The customer will receive a replacement device. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.